Manufacturer narrative:
(D10) concomitant devices: 02-020-11-0330 - truliant ps cem fem ps cem right sz 3: (B)(6) 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm: (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t: (B)(6) 200-07-29 - advanced patella 29m 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced ankylosis stating the knee is stiff. As a result, approximately 3 months after initial replacement, the patient underwent closed manipulation on right knee. No further impact to the patient was reported. No other information is available.